Event description:
It was reported that during a biliary obstruction stenting treatment procedure, stent damage was observed. Biliary obstruction from cancer was being treated. The duct was mildly tortuous and non calcified. The express 10.0x40mm stent was advanced to the lesion and would not cross the lesion. The stent was withdrawn and "a few stent struts were sticking straight out." The procedure was completed with another of the same device. No patient complications were reported. The patient's status is "ok."

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the white pad of the jaw of the harmonic disposable lifted from the jaw and a small piece of the white pad broke off. The pad did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.